Event description:
It was reported that the patient admitted to the hospital with chest pain. The device was found to have reached elective replacement indicator (eri) prematurely. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis of the device found that the anomalous current drain was the result of high leakage current internal to the ceramic capacitor c4. Performance data was also collected from the device and analyzed. The device's battery depletion indicated/eri (elective replacement indicator) indicated time of eri was on (B)(6) 2012. The s2d (save to disk) file shows battery voltage equaling 2.6 volts, battery impedance approximately 3477 ohms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed, and analysis of the device found that the anomalous current drain was the result of high leakage current internal to the ceramic capacitor c4.